Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, but has not been evaluated yet. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that the locking plate mechanism was difficult / too tight to lock one day after initial use of the device. No adverse pt consequences were reported.